Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the balloon froze on the guidewire. A procedure was being completed with the use of a 8mm x 3.5mm nc quantum apex balloon catheter and a 190cm samurai guidewire. As the balloon was being withdrawn after its use, it became stuck on the guidewire. The balloon was not able to be removed by itself, so it was removed with the guidewire. Another guidewire was used to compete the procedure. There were no patient complications reported.

Event description:
It was reported that the balloon froze on the guidewire. A procedure was being completed with the use of a 8mm x 3.5mm nc quantum apex balloon catheter and a 190cm samurai guidewire. As the balloon was being withdrawn after its use, it became stuck on the guidewire. The balloon was not able to be removed by itself, so it was removed with the guidewire. Another guidewire was used to compete the procedure. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: examination of the returned product showed a curve over a length of 30mm from the distal tip, and no other abnormalities.